Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after running out of insulin and pausing insulin delivery; the caregiver contacted support for guidance on changing the cartridge, insulin delivery was resumed, and no device alerts or alarms were reported. Symptoms included an elevated blood glucose of 304 mg/dl without loss of consciousness, dizziness, or other acute clinical effects. Outcomes included transient impact to blood glucose control, with levels above target for approximately 20 minutes, no use of backup therapy, no ketone testing, and no medical intervention. Investigation included troubleshooting and education provided remotely to guide cartridge replacement and restore insulin delivery. Investigation of this case revealed that the episode was associated with lack of insulin availability rather than a device malfunction. It was concluded that the event represented hyperglycemia with cause unclear in relation to device performance, with no adverse health outcome and no device failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.